Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun, fellow vat inserting PICC line and while flushing PICC the rubber stopper popped out. Defective and not able to be pushed back into space where rubber stopper was. PICC successfully placed. No patient impact. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-05541.

Event description:
It was reported via medsun, fellow vat inserting PICC line and while flushing PICC the rubber stopper popped out. Defective and not able to be pushed back into space where rubber stopper was. PICC successfully placed. No patient impact. No other information was provided.